Manufacturer narrative:
(B)(4). The customer report of a loose connection between the patient connection and titanium adapter was not confirmed during evaluation. The root cause of the complaint could not be determined. A batch review was not performed as the lot number was unknown. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been received. A follow-up report will be submitted upon completion of the evaluation.

Event description:
The connection between the patient connector and the catheter (titanium) adapter got loose when the set was connected to the catheter (titanium) adapter. There was no patient injury or medical intervention. The actual sample is available for evaluation.